Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and replaced the tip clamp in position 2 and cleaned the black sleeve. The instrument was tested without further problem, and returned to expected operation.